Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received the user facility report ((B)(4)) from the (B)(6) registry. The report indicated that approximately 2 months post implant, the pt presented with pump thrombosis and hematuria due to hemolysis. Supplemental information was provided by the healthcare professional. It stated that a hematology consult was conducted which resulted in a recommendation to increase the internation normalized ratio (inr) goal to the "2.5 to 3.5" range for the pt. No further hemolysis has resulted.

Manufacturer narrative:
The pt remains on lvad support and no further issues have been reported. The user facility report ((B)(4)) was received from the (B)(6) registry. No additional information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.